Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was about 79 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.